Manufacturer narrative:
Device evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. The 1st and 15th distal stent wraps were partially expanded. The inner lumen patency was verified with a 0.015 inch mandrel. The distal tip was slightly flared. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a lesion in the distal rca exhibiting moderate tortuosity, severe calcification and 90% stenosis. There are no abnormalities reported in relation to anatomy. No damage was noted to packaging. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated with a non-medtronic device. The resolute integrity did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was noted that stent deformation occurred in vivo during positioning/advancement. The physician noted strut damage, and the case was completed with another resolute integrity stent of the same size. The lesion was post dilated with 3 inflations at 10 atm. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported.